Event description:
It was reported that a device was used during a esophagectomy. The firing was completed with out incidence and a leak test was not performed. An x-ray identified a leak on first-post operative day. Re-operation performed to repair leak.